Event description:
A report was received from the (B)(6), stating that the nose tube is bent or broken. It is unk if the device was used during surgery. However, it is also unk if there was user death or injury. There also was no report of pt injury or medical intervention. The date of the event is unk. No additional information available.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).